Event description:
The dealer reports that the right hand pull wheel lock hardware has become loose on the end user's wheelchair. There were two other visits with the end user where the hardware was retightened. Loctite (a thread locking adhesive) was added to the wheel lock hardware during the second visit with the end user. The dealer has requested replacement of both the left and right hand side wheel locks. No injuries or adverse impact to the user was reported.

Manufacturer narrative:
Background information: quickie qx/qxi wheelchair owner's manual, rev. H, page 14 states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8" to be effective" and "if you find the wheel locks have slipped or are not working correctly contact your sunrise medical authorized dealer for proper adjustment". Quickie qx/qxi wheelchair owner's manual, rev. H, page 28 states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase" discussion: after evaluating the complaint, the dealer reports that the right hand pull wheel lock hardware has become loose on the end user's wheelchair. It was determined that based on similar complaints and products received, the potential root cause could be hardware loosening over time leading to insufficient wheel locking force. This potential root cause with respect to this wheelchair is currently under continuing investigation and additional information about the wheellocks are being requested for review. Based on the owner's manual, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The dealer reported that he went to retighten the wheel lock on two other occasions. The second visit after the initial appointment included adding loctite to the hardware but the hardware loosened again. Sunrise medical does not recommend the use of loctite on any wheelchair component. The age of the chair at the time of this complaint was around 2 months. According to the quickie qx/qxi wheelchair owner's manual, sunrise medical has a one year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. The dealer requested a replacement of both the right and left hand wheel locks. There were no injuries or adverse impact to the user reported. Conclusion: in conclusion, the loosening of the wheel lock hardware over time is the primary potential root cause identified. The investigation into the matter is ongoing. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Because the failure mode of non-functioning wheel locks has been previously reported, per 21 cfr 803.50, this MDR is being filed. Upon receiving any additional relevant information from this case, a supplemental report will be filed.